Event description:
Ethicon ligaclip ER 320 10 mm clip applier broke off in abdomen during laparoscopic cholecystectomy. Post - procedure was visualizable radiographically. Surgeon attempted to find it using laparoscope, but was unsuccessful. Retained. Dates of use: 2009.